Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is scratches on the pump screen. The customer does not know how the damage occurred. The customer stated that she has a hard time reading the settings and sometime she has to guess. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, scratched case and cracked battery tube threads.